Event description:
It was reported that 3 to 4 hours prior to the call on the date of the report, the healthcare provider (hcp) programmed the wrong rate for the bridge bolus. The issue was caught right away and the bridge bolus was cancelled. Since that time, it was noted that the pump had been running at a rate of 0.05mg/day (dose of 0.5mg/day and concentration of 10mg/ml). It was also stated that it was attempted to remove the system contents, but had issues accessing the catheter access port (cap) due the patient¿s size and not using fluoroscopy. There was no allegation of a pump issue. The reporter noted the bridge bolus was to be run again. The caller was walked through programming the pump back to the old dose and concentration and then choosing no bolus, and then reprogramming the bridge at the correct rate they wanted. It was noted that since 3-4 hours passed, the hcp was not concerned about the ¿0.008ml¿, so they were going to do a regular bridge bolus. The pump was used to deliver fentanyl and morphine. It was later reported that they had been in the patient¿s hospital room with no fluoroscopy. Per the reporter, the issue with the cap was that they could not seem to even locate the cap well enough to aspirate. The patient had the drug in the pump changed earlier that day, thus the reporter did not think the pump was flipped. The patient was reportedly doing fine. The bridge bolus was to last for approximately 10 days and then the patient was to be seen in the clinic to assess the titration of the morphine dose. Per the reporter, the hcp¿s were mostly concerned that when they cancelled the original bridge bolus, that if another person read the pump the data would be misunderstood. Correcting the dosage of the new drug resolved the hcp¿s concern.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).